Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported large differences between sensor glucose readings and blood glucsoe readings. Customer also reported being recently hospitalized due to a toe amputation. Blood glucose level at the time of the call was not provided.